Event description:
Additional information received reported the physician also had positioning difficulty.

Event description:
It was reported when the physician was trying to place the lead, as he exchanged stylets, he could not advance the stylet completely into the lead. It kept getting part of the way in the lead and he was concerned about an internal lead fracture. The lead was not implanted. Additional information received ten days later reported the patient was doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# unknown, product type: lead; product ID neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis results for the lead revealed a gap in the stylet coil. The stylet had pushed against the stylet coil, creating gaps between the #6 and #7 electrodes. Also, the stylet coil appeared to have been damaged causing gaps between the #3 and #4 electrodes and between the #4 and #5 electrodes. When the electrode end of the lead was held straight, the returned stylet could be fully inserted. Final analysis results for the stylet revealed that the stylet wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.